Event description:
It was reported that the mobile programmer crashed during r wave testing. It was noted that the r wave was at approximately 8 and no exporting had been performed when the issue was experienced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.